Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant carbon dioxide result. Quality control (qc) was within range. The ccc remotely aligned sample 3 and reagent 5 probes. The customer inspected sample 3 probe and found that it was bent. The customer replaced sample 3 probe, aligned it and ran quick check, which passed. The customer re-ran qc for server 3, which was acceptable. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse verified all servers. Qc was within range after replacing s3. The cause of the discordant carbon dioxide results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant falsely low, carbon dioxide (co2) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant co2 result.